Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: a review of the black box history revealed no evidence of loss of prime. The returned battery cap was used to complete testing. During investigation, a ¿call service (cs) 069¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after a reboot; therefore, the loss of prime issue was unable to be adequately investigated. The ¿cs69¿ failure was found to be written as a ¿cs87¿ failure during a review in the black box history. A component failure was found on the pcb.